Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed fracture of the t12 and l1 lead. Additionally, the patient's l2 lead was migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.